Manufacturer narrative:
Based on the claim against the product by the customer noting black left eye, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the hrsv to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and failure analysis (fa) replicated the customer reported complaint. In-house fa installed and tested the hrsv monitor in the pca si system, the system started up and failed without video on the display. This complaint is reportable malfunction event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to the surgeon had no view out of the left eye. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the left eye on the surgeon console is black. The left eye on tsc is working properly. The system is not connected to onsite. Also, there were no icons in the left high resolution stereo viewer (hrsv). An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the surgeon to hard power cycle the surgeon side cart (ssc). The procedure was converted to laparoscopy with no reports of patient injury. Isi has made several attempts to obtain additional information from the customer concerning the reported event with no success.